Manufacturer narrative:
The patient is (B)(6). An event regarding seating issue involving a triathlon insert was reported. The event was confirmed. Visual inspection of the returned insert component indicated that it there is an indent evident on the posterior of the insert component; it appears that the component came into contact with an obstruction during the attempted implantation. Based on marks on the anterior face of the component, it appears that a sharp instrument was used to push back on the component during the attempted implantation. The locking wire was returned deformed and broken. There are a number of scratches and dents present on the wire which appear to have been caused by using an implement to push back on the insert component, which may have snagged the wire, bending it out of shape. Device history review for the reported lot was satisfactory. Complaint history review for the reported lot confirmed that there were no similar events reported for the lot. Based on visual inspection of the returned insert there is evidence that the component was mal-positioned and that the locking wire was snagged and damaged during the attempted implantation.

Event description:
Cs implant would not fully seat. Locking ring was not engaged in the groove of the anterior/lateral portion of the implant and was noticed upon impaction by the surgeon.

Event description:
Cs implant would not fully seat. Locking ring was not engaged in the groove of the anterior/lateral portion of the implant and was noticed upon impaction by the surgeon.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.